Event description:
The customer contacted baxter's technical service center regarding an alarm, which occurred on the homechoice (hc) during use, during fill 2. The technical service representative (tsr) had the home patient (hp) inspect the heater line and it was discovered that the red clamp was closed and the heater bag was disconnected. The tsr assisted the hp in ending the therapy and advised the hp to use new disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies except that it took her longer than normal to connect her green bag on the heater to the heater line. Since then, she has been completing therapy successfully.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.